Manufacturer narrative:
A complete analysis of 1 opened and used enlite sensor, inspected the sensor insertion needle for burrs, hooks and dull needle tip defects none were found. The introducer needle passed per specifications. No broken or missing parts were observed during the analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor's needle broke inside the serter. Customer's blood glucose level was 8.0 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.